Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of high capture threshold was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.